Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable drug infusion pump indicated for non-malignant pain and chronic low back pain. The pump contained dilaudid at an unknown concentration and dose. It was reported the patient stated ¿my pump quit working¿. The patient said, ¿it don¿t work at all anymore.¿ the patient noted something about thinking it was the battery. The patient didn¿t have a health care provider. The patient stated the pump was going to be taken out, but they never did it. He didn¿t trust his health care system. The event began ¿about 2 weeks ago¿. No patient symptoms were reported. The patient was going to follow up with a health care provider.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.